Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock. There was also loss of capture (loc) but no asystole greater than two seconds. The lead also had out-of-range pace and shock impedance measurements. An x-ray confirmed lead fracture. Surgical intervention was performed and the lead was capped and replaced without incident. Besides intervention, no adverse patient effects were reported.